Event description:
It was reported that pump displayed cgm error code during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, confirmed that error did not recur after reset, and successfully started new sensor session; no further issues or actions were reported.